Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was evaluated by the customer. The software is to be reloaded by the customer to address the issue.